Event description:
During a lapidus procedure, the surgeon drilled upon an implanted screw within an implanted plate causing a 6mm portion of the drill bit to break. Subsequently, an x-ray revealed the drill bit fragment was implanted in the patient's bone. The surgeon elected to leave the drill bit portion implanted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.